Event description:
It was reported the cdh29 was used during a sigmoid resection. It was reported the device was fired and the surgeon air tested anastomosis. A few leaks were discovered and these were sutured. Another air test was performed and no leaks were discovered. The pt was closed and procedure completed. 5 days post-op the pt was brought back to the operating room by the original surgeon's partner. It was discovered the pt had a leak and the left side of the anastomosis fell apart. The re-anastomosis was completed with suture. The pt is doing well. 10/28/97 the surgeon reports two cases the problems with circular staplers. On the first case, he indicated that during the course of the procedure for diverticular disease a cdh instrument was used, there was a leak five days post operatively. The instrument appeared to function properly at the time of surgery, but there was an air leak which was handled with sutures when the anastomosis was leak tested. The pt required a colostomy which will require closure. On the second case, there was an anastomosis following the formation of a hematoma. There was no leak at the time of surgery at the anastomotic site, but there was a leak approx ten days post operatively. A colostomy was required, but has been closed. There is no materials for co to examine.

Manufacturer narrative:
Tracking #.46096. Date sent: 11/10/1998. Device not returned for analysis.